Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal.